Event description:
It was reported that balloon ruptured occurred. The patient underwent endovascular therapy on the target lesion located in the severely calcified posterior tibial artery. After crossing the guidewire into the lesion, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, after the second inflation at 10 atmospheres, the balloon ruptured. The device was removed and replaced with a 3mm nc quantum apex balloon catheter for successful revascularization. There were no patient complications reported and the patient was in good condition after the procedure.